Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were not placed prior to the issue being identified. The system functionality was checked upon powering on the system and powered on without errors. Technical support was contacted and full troubleshooting was completed. A service call was made to technician to come fix it same day. The procedure was completed by transferring the patient to the other robot and proceeded with surgery. There was no patient injury and procedure was completed.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system was powering up with a 319 fault. Technical support engineer (tse) walked site through a hard power cycle of patient side cart (psc), but error message continued. Tse found repeated 319 faults pointing to axes controller platform (acp)5. The site decided not to convert to another davinci system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the fiber optic cable. The system was verified and ready for use.